Event description:
It is reported, syr 10 ml pump compatible saline 10 ml, plungers are ¿sticky¿/higher friction, not allowing to infuse medications via the syringe pumps. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k003553.